Event description:
The reporter contacted animas on behalf of his daughter (the pt) alleging that the pt developed diabetic ketoacidosis (dka) on (B)(6) 2010, due to occlusions involving the pump. The reporter claimed the pt had a high blood glucose level of 400+ mg/dl. She also claimed the pt had a symptom of nausea, but did not require medical intervention. The reporter claimed that the site/set was changed and brand new cartridge/tubing/insulin was used. He also claimed that the battery was changed and the occlusion sensitivity of the pump was changed to l (low). The reporter alleged that the occlusions continued. The reporter did not have the pump on hand to review the alarm history and to troubleshoot for occlusion and high blood glucose level. The reporter was instructed by the animas rep regarding occlusion alarms and was advised to call back with the pump for troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for eval. During the initial contact with animas, the reporter did not have the pump on hand for troubleshooting. Several f/u attempts to contact the reporter for troubleshooting have been unsuccessful.